Manufacturer narrative:
P-cap locked in place during testing. Unit powered up properly after battery installation and all buttons responded while navigating menu. Unit passed displacement test, self test, active and sleep current measurement tests. Unit was successfully downloaded to thump and pump history was reviewed using adapt. Failed batt test (58) was found to have occurred multiple times 03/13/2024 07:06:06.000 through 03/15/2024 18:32:00.000. Stuck key alarm was confirmed multiple times on 03/15/2024 17:41:53.000 through 03/16/2024 07:15:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However no unexpected keypad anomalies were noted and unit powered properly after battery installation. Unit was tested successfully. Unit was cut open for visual inspection. Moisture damage was found on keypad traces causing intermittent button response. No moisture damage on electronic assembly or motor assembly. Unit was also received with: cracked reservoir tube lip, serial number label damage, battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), stained keypad overlay, and pillowing keypad overlay. In summary, customer concern of failed battery test was not confirmed due to unit powered up properly and tested successfully. Unit was received with corroded keypad traces causing intermittent button response. Therefore, customer concern of keypad anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, damage (physical or cosmetic), failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.